Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports thermal damage on the power cord.

Manufacturer narrative:
An evaluation of the scd 700 compression system was performed for ¿thermal damage on the power cord.¿ upon receipt, the unit was able to power on and pass post on battery power. Upon removal the power cord was not warm or abnormal. Using a multimeter, it was verified that the power cord had continuity through all three conductors. The male plug¿s plastic was discolored and shaped as if it had melted around the neutral terminal. The metal of the terminal had black residue on it. The insulation on the power cord shows scorch marks but no copper wiring has been exposed. There were no other anomalies with the cord. The unit was excessively damaged (i.e., broken bed hook, missing internal component), therefore the root cause is categorized as customer misuse. The power cord was replaced and the unit was put though all performance tests. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.